Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
No blood glucose levels were provided. It was reported that the customer died on (B)(6) 2014. The medical examiner reported the death of the customer. The medical examiner also reported that the customer's cause of death was unknown. It was reported that the customer had died in her sleep. It was reported that the customer was wearing the insulin pump at the time of death. The medical examiner would return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.